Event description:
The customer complained of questionable inr results for 1 patient from coaguchek xs plus meter serial number (B)(4) compared to the laboratory reagent with dade innovin. At 06:06 am the result from the laboratory was 1.55 inr. At 10:08 am the result from the meter with a fingerstick was 3.1 inr. There was no adverse event. The patient's coumadin dose was adjusted based on the laboratory result. The patient was not anemic, no heparin, no antiphospholipid antibodies, and no direct thrombin inhibitors. The patient has had no changes in warfarin, no changes in diet, no new medications, no bleeding, and no bruising. The patient's therapeutic range was 2.0 - 3.0 inr. The suspect device was requested to be returned for investigation. Relevant retention test strips (lot 345217) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
The customer returned the meter for investigation. The returned meter was tested with retention test strips and retention controls. Testing results: qc 1: 2.3 inr , qc 2: 2.4 inr, qc 3: 2.4 inr . All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. The maximum difference between measurements was 4 %. No information was provided in the complaint case that would point to a cause for the result discrepancy.